Event description:
Reportable based on device analysis completed on 21mar2024. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the distal left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
Initial reporter address 2: (B)(6). The device was returned for analysis. Visal inspection revealed the telescope, sheath, and imaging window were kinked, and the imaging window was twisted. Impedance testing showed at electrical open at the proximal catheter, 140-150 cm from the distal housing.